Event description:
It was reported that during the implant procedure the physician noticed a repeatable noise on the atrial port after the leads hooked up. There was excessive noise and the lead was removed and reinserted, but the problem persisted. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection it was noted that the grommet had been damaged.